Event description:
We used 2 ellume rapid covid antigen tests and got false positive results when 3 other rapid tests (1 binax and 2 health) a naat and pcr tests came back negative. We realize that there was a recall on ellume, but these tests were not part of the recall. When we called to complain they hung up on us. Ellume is unprofessional and their tests should not be available on the market. Test were registered to (B)(6), both pseudonyms. FDA safety report ID# (B)(4).